Manufacturer narrative:
Device evaluation summary: the stent was positioned on the delivery system balloon between the inner shaft markers as per specification requirements. The 14th stent wrap was deformed with struts raised. The distal tip was slightly flared. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent of size 2.25x 15 mm to treat a lesion in the proximal om exhibiting moderate tortuosity, severe calcification and 85-90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The protective sheath was on the stent, when the device was removed from hoop. No resistance was noted when removing the sheath. The sheath was gripped on the most distal end of the sheath during removal from over the stent. The stent was not handled directly post removal of the sheath. The stent was inspected after removal of the protective sheath. No abnormalities were noted before entering patient. Negative prep was performed with no issues. The lesion was pre-dilated with a 1.5 x 10 balloon and a 2.0 x 10 balloon. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. It was noted that once the doctor felt the stent hanging up as it was being delivered to the lesion it was pulled out. It was reported that stent deformation occurred in-vivo during positioning. The stent was replaced with another resolute onyx stent of size 2.25x 12 mm, completing the procedure with no issues. There is no patient injury reported.